Manufacturer narrative:
Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review not performed as an invalid lot code was provided. Complaint history review not performed as an invalid lot code was provided. The exact cause of the reported knee loosening could not be determined with the limited information provided. Further information such as device return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right knee revised because of loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a right knee revised because of loosening.